Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and that the usb port was damaged making it difficult to charge the pump. There was no reported impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support.